Event description:
Caller reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer used a non-tandem wall adapter and charging cable, which successfully initiated charging. Tandem technical support explained that using third-party charging supplies is not recommended unless for troubleshooting, and replacement tandem wall adapter and charging cable were sent via two-day shipping. No further assistance was needed as the pump was functioning properly.